Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. "Inflate the balloon with sterile water to the volume stated on the inflation lumen of the catheter by using a water-filled syringe. Do not exceed recommended capacities as stated on the inflation lumen of the catheter. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed on (B)(6) 2025 and (B)(6) 2025 on two different patients. Placed catheters on friday to keep until monday, and they fell out. In addition, placed another catheter where the opening was not centered but looked like it had been punched out to the side. No patient harm was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed on (B)(6) 2025 and (B)(6) 2025 on two different patients. Placed catheters on friday to keep until monday, and they fell out. In addition, placed another catheter where the opening was not centered but looked like it had been punched out to the side. No patient harm was reported.